Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid in/on the helix mechanism. There was cosmetic depressions on outer insulation and cosmetic environmental stress crack on outer insulation.

Event description:
It was reported that the right atrial lead dislodged. It was explanted and replaced. There were no patient complications reported as a result of this event.